Event description:
Product analysis on the explanted generator was completed. While the allegation of increased seizures is outside of the scope of product analysis, proper generator function was able to be verified. The generator output was monitored for >24 hours and no variation in the generator output was seen. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Product analysis is pending completion for the suspect lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been referred for explant due to high impedance. X-rays were performed and showed no clear evidence of a lead fracture. Tablet data was provided. X-rays have not been reviewed by the manufacturer to date. It was also reported that the patient has experienced an increase in seizures.

Event description:
The patient underwent full vns revision surgery due to the high impedance. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed for the suspect lead. Two coil breaks were identified, with associated pitting at the coil break locations. Abraded openings in both the inner and outer silicone tubing were noted, providing leakage paths for the dried remnants of what appeared to have once been body fluids. Apart from these observations, no further anomalies were noted with the lead. No additional relevant information has been received to date.